Manufacturer narrative:
Additional information. Complaint allegation is confirmed. One unpackaged ar-1927bcf-45 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the anchor was damaged at the distal end, as well as along the threads. Functional testing was not performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in rotator cuff repair surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. There was no patient harm and no secondary procedure performed. All fragments were retrieved from patient.